Event description:
It was reported the device showed a threshold of .5 to 1 volt, but manual testing showed 2 volts. It was also reported there were differences in impedance between unipolar and bipolar and it was questioned if the lead pin was fully inserted. The unipolar impedance was 800-1000 ohms and bipolar 1700 ohms. The patient was hospitalized twice due to loss of consciousness. It was further reported the device 'capture management' feature did not program appropriate outputs for capture. A technical consultant from the manufacturer's technical services stated the feature cannot be programmed to the values that were attempted. The lead was capped and replaced; the device is still in use. No further complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The analysis revealed that ventricular lead data was cleared. No data available in the trend chart. The lead performance counters did not record any unsuccessful paces in the prior three days to interrogation.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the device showed a threshold of .5 to 1 volt, but manual testing showed 2 volts. It was also reported there were differences in impedance between unipolar and bipolar and it was questioned if the lead pin was fully inserted. The unipolar impedance was 800-1000 ohms and bipolar 1700 ohms. The patient was hospitalized twice due to loss of consciousness. It was further reported the device 'capture management' feature did not program appropriate outputs for capture. A technical consultant from the manufacturer's technical services stated the feature cannot be programmed to the values that were attempted. The lead was capped and replaced; the device is still in use.